Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic for device interrogation following the device upgrade procedure in august. Upon review, the atrial lead exhibited failure to capture. Chest x-ray revealed that the lead was dislodged. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.